Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Manufacturing and inspection records could not be reviewed because device model number and batch/lot number is unknown.

Event description:
It was reported during the procedure, when tightening the 2.7 screw, the driver broke. The procedure was completed with another driver, and there were no adverse consequences to the patient. The report is related to report number 3025141-2023-00021 for the driver involved in this event.